Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the foreign material remained adhered to the forceps elevator due to insufficient cleaning. However, the definitive root cause was unable to be identified. The foreign material looked like mucosal tissue. Based on the results of the investigation for phenomenon two, it is likely that the inside of the light guide lens (lg-lens) remained dirty due to physical stress applied to distal end, and a small gap was generated in lg-lens and lg-lens glue, causing the foreign material to enter inside of lg-lens from the gap. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. In addition, service found the air/water cylinder was discolored, the suction cylinder discolored, the bending angle in up direction was out of specification due to wear of the angulation wire, the connecting tube was wrinkled, the adhesive around the objective lens was discolored, and there was corrosion around the l-arm. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the forceps elevator had foreign material and the inside of the light guide lens (lg lens) was dirty. There was no patient or user injury reported due to the event. This report is being submitted for the malfunctions found during evaluation (foreign material in forceps elevator and lg lens dirty).